Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was implanted in the patient¿s right eye. Postoperatively, the patient was noted to be myopic at approximately -0.75 to -1.00 diopters. The physician confirmed that the preoperative iol master measurements and calculations were performed appropriately. Due to the refractive outcome, an iol exchange was planned, with consideration for implantation of an odyssey lens of +23.5 diopter power. A contact lens trial at plano was conducted, which the patient tolerated well. The original iol was subsequently explanted on (B)(6) 2026. No patient or user harm was reported. No further information was provided.